Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inserter tip broke and remained in the patient.

Manufacturer narrative:
Alleged failure: the tip of the inserter broke off within the bone and remained in the bone. It seems that the tip was caught in any tissue at the start of the strike, poor progress was made at the start of insertion. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) pathology such as schlerotic bone that may thicken/harden the cortical layer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inserter tip broke and remained in the patient.